Event description:
Around noon there was a beeping noise coming from the esu machine; esu was in use with setting 40/40 for coags and cut and bipolar was set at 20. The esu machine was momentarily blank and almost immediately reset itself with a coags setting at 165 and the cut setting was a blank line. The esu machine was immediately removed from use. Esu was appropriately taken out of service and brought to biomed for review. They were unable to duplicate the issue. There was no apparent harm to the patient.